Manufacturer narrative:
Additional evaluation - method: the meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications. The reading the customer reported was not found in the meter memory. Additionally, given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (479k5h) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 399 mg/dl compared to a lab result of 664 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.